Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that there was a catheter occlusion. It was note that this case was reported as not serious. There were no patient symptoms reported. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.